Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The instruction manual operation manual ¿chapter 3" preparation and inspection" 3.3" inspection of the endoscope¿ describes the following warning: "1 inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." "2 inspect the boot and the insertion section near the boot for bends, twists, or other irregularities." "3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope forceps mount was scraped / cut, and the angulation was not sufficient. The issue was found during in-house maintenance. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation that the device experienced shaving of the forceps opening was not confirmed. The device evaluation found the following: the distal end was shaved, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the angulation lever did not move smoothly due to damage. The following findings had a scratch: the control unit, the scope cover, the switch box, the grip, the up / down plate, the angulation lever, the insertion tube rotation ring, the universal cord, the scope connector, and the scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.